Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l47425, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was receiving fentanyl 100 and dilaudid 30 (unknown if it was the concentration or dose) via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. The date of the event was (B)(6) 2016. It was reported the patient experienced a pocket infection with symptoms of fever, pain night sweats and drainage. Pus was leaking from the pump site. The infection was associated with pump implant. The patient indicated the area did not feel correct when the pump was replaced due to longevity (B)(6) 2016. The infection was not confirmed. The hcp wanted to aspirate in the office but the patient was not comfortable with it. The patient was told it was a seroma where she had drainage but the patient said it was not and did not agree with the hcp. It was getting darker and the patient believed it was an infection. The patient had pain in her back where the catheter was located and had difficulty feeling her legs and difficulty straightening her legs. The pain was horrible and the patient had continued pain when she tried to straighten her legs. The hcp started giving her trigger point injections due to massive scar tissue in the surgical area. The hcp pumped her full of lidocaine since 2016 (3-4 months). The patient was getting the "run around" and was in "horrible, horrible pain". The patient had seen 2-3 hcp's and tried to work with the physician's office. Per the patient, the hcp's would not work with her until she resolved things with the physicians who injected the patient with lidocaine. The patient told the hcp she did not want another pump put in. The patient wanted to elect to get the device removed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.